Manufacturer narrative:
The pump thrombus was previously unreported. No additional information for that event was provided. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 11 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital on (B)(6) 2017 after complaining of blurry vision and left upper extremity ¿jerking¿, and was diagnosed with intraparenchymal and subarachnoid hemorrhage (sah) involving the right frontal lobe. Anticoagulation was held at that time and the patient was discharged to home on (B)(6) 2017 with plans of not restarting anticoagulation until (B)(6) 2017. According to the family, the patient was doing well, performing some activities of daily living with assistance from the daughter, whom the patient lived with. However, on (B)(6) 2017, the daughter noticed left upper extremity weakness/jerking movements and somnolence. Emergency services was called and the patient was taken to an outside hospital where a head CT showed new/worsening intraparenchymal hemorrhages. During admission at the outside hospital, the pump reportedly stopped due to battery depletion. The patient coded at approximately 17:50. CPR was initiated and the lvad was then connected to a charged power source, and return of spontaneous circulation was obtained at 17:57. The patient was intubated. Mean arterial pressures were persistently low and a levophed infusion was required. The patient was then transferred to the implanting center for further management. On arrival to the implanting center, the patient was hemodynamically stable on levophed, with the lvad functioning appropriately; however, the patient was unresponsive off all sedation. A neurological exam revealed fixed, asymmetric pupils with sluggish reflex, and no response to painful stimuli. Neurosurgery was consulted and recommended hypertonic saline due to concern for increasing intracranial pressure. Head CT showed interval increase in right inferior frontal intraparenchymal/subarachnoid hemorrhage with surrounding hypodensity, which may have represented infarction, new left inferior frontal subarachnoid hemorrhage, interval evolution of right posterior frontal intraparenchymal hemorrhage and subarachnoid hemorrhage. Neurosurgery did not feel the head CT findings adequately explained the patient¿s symptoms. Neurology was consulted and recommended routine electroencephalogram and repeat head CT. The patient also had poor urinary output since arrival to ccu, with creatinine up to 4.4 mg/dl (baseline 2.2 mg/dl). The anion gap was 22 mmol/l, bicarbonate level of 13 meq/l, negative lactate, and uremia to 112. Care was withdrawn and the patient expired on (B)(6) 2017.

Manufacturer narrative:
The device was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined through this evaluation. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.